Event description:
On (B)(6) 2012, the patient reported intermittent power over the course of three weeks. There were no reported blood glucose excursions as a result of the alleged malfunction. There is no further information available at this time. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history was reviewed and there were no power related issues found in the black box. The pump was exercised for 24 hours without power issues. Unrelated to the complaint, the display screen was found to be dim.